Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Event description:
Subsequently, after the initial report was filed, it was reported that the ht balance middleweight elite guide wire met resistance during removal with guide catheter. Snaring was attempted; however, was unsuccessful. The device was removed by median sternotomy. Limited force was applied once resistance was felt. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported core separation and break was confirmed as a coil separation. The reported difficulty during removal could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatments appear to be related to operational circumstances. Factors that may contribute to difficulty removing the guide wire through the guide catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. In this case, based on the returned device analysis and the information provided, it is unknown what may have contributed to the reported difficulty during removal. Analysis of the returned device noted the shaping ribbon was twisted/separated and the coils were stretched/separated. This is consistent with manipulation against resistance. It is possibly that the resistance encountered during removal contributed to the noted shaping ribbon separation and coil stretching/separation. Additionally, the shaping ribbon and coils were separated distal to the center solder, indicating the separation was likely due to a kink/bend and not a product quality issue. The separated portion of the guide wire was reportedly removed via median sternotomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to perform a pulmonary balloon valvuloplasty. When attempting to remove a 014 ht balance middleweight elite guide wire three anti-clockwise turns were performed and the wire began to unravel. The outer core of the wire was removed; however, the inner core remained in the patient. Several attempts were made to remove the separated portion; however, it was unsuccessful. On (B)(6) 2022, the patient was sent to surgery to remove the separated portion. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.